Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button was not responding. Customer was going to suspend the insulin pump but it did not respond. Time was slow on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated button error alarm, menu continues to scroll without input by user etc.): was not responding.. But now some what any significant events leading to the keypad behavior (exposure to moisture. Device received with frozen display due to moisture damage keypad at electronic assembly. Also, moisture damage motor during visual inspection. Perform brush cleaning with the isopropyl alcohol and cleaning up all corrosion on the keypad, pcba and powered the insulin pump on using the battery simulator and the unit powered up normally or no frozen display noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator, device powered up normally or no frozen display noted. No unexpected number scrolling during testing. In conclusion, the unit with a frozen display due to moisture damage on the pcb 1. Unable to perform operating currents, self test, rewind test and displacement test or verify keypad anomalies due to frozen display. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Device received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip and lose drive/protruded support disk. The test p-cap/reservoir does lock into place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.